Event description:
Boston scientific received information that during a follow-up visit, this device reached the elective replacement indicator. Two months later the device was found to have reached end of life. A technical service consultant was contacted and explained that the device reached end of life due to the charge time which was 30.2 seconds, the voltage was 2.53. The device was explanted, replaced and returned for analysis. There was no report of adverse patient effects due to the explant procedure. This device is included in the april 5, 2007 shortened replacement window advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The eri was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance. In addition, portions of the circuitry, including the battery, were isolated and tested. Analysis concluded premature battery depletion was also due to low-voltage capacitor degradation, which resulted in a high current condition.